Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient has been having recharging issues. The patient said that they can feel their battery, and places the charger over the top. The patient starts out with 4 bars, and stated that they don't move and then will look down and see zero bars. The patient stated that this happens frequently. When asked if this was recent the patient stated that it has always been a struggle since implant. The patient's battery is in the buttocks. The patient is placing the charger under their pants, as they do not use the belt. It was suggested that the patient try to charge while lying on their back. The patient stated that they charge once a week and it takes about an hour to recharge. It was suggested to charge more often and they would be able to charge for less time. The patient will try the recommendation. It was instructed that if they do not work, the patient is to follow up with the rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient was instructed on the date of the previous call, to try to lay down while recharging, and to charge more frequently, and not just sit still for 4-5 hours. The patient was instructed to contact the manufacturer's representative (rep) if they have further issues. If they do they will meet for a follow-up appointment. The patient has not contacted the rep. No further complications were reported or anticipated.